Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 47 to 48 mg/dl were recorded at 10:15:11 pm to 10:20:13 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 10:15:11 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 45 to 53 mg/dl were recorded at 02:25:10 am to 02:40:12 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 02:55:10 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 02:25:10 am on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 45-55 mg/dl; cause was not known. Customer's consumed carbohydrates to address bg. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software did not adjust basal rates as intended when customer's bg dropped low. The pump was reset, and the customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.